Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the implant was inserted into ada site 9 of the patient's mouth no osseointgrassion was observed.the implant was reported to have failed.the device will be forwarded to the manufacturer for investigation. No operative or post-operative complications were reported for the patient.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the implant was inserted into ada site 9 of the patient's mouth no osseointegration was observed. The implant was reported to have failed. The device will be forwarded to the manufacturer for investigation. No operative or post-operative complications were reported for the patient. (B)(4).